Manufacturer narrative:
Exact date unknown, event occurred three years ago from date manufacturer was made aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation as well difficulty charging the ipg. The patient underwent an ipg revision procedure wherein the ipg was replaced with an MRI conditional ipg. The patient was doing well postoperatively. The explanted device will not be returned as per facility policy.